Manufacturer narrative:
An unrelated problem (won't power up) was also confirmed. Upon evaluation, the monitor will not power up. The cause of this was a shorted q13 on the defib board. Additionally, a cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the short and high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor won't power up.